Manufacturer narrative:
Corrected data: b5 & e3. Updated data: b4, e1 (address), g3, g6, h2, h10, h11.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) power is not turned off, but the drive is stopped (the power is still on).the iabp was continued to be used and was not replaced. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the iabp unit. The fse was unable to reproduce the reported issue and there were no error history. After each work, the fse checked the operation based on the inspection record sheet and confirmed that the unit was currently in good working order.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) power turned off after 1 hour from the start of driving. It was able to drive without any problems when the power was turned on again. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.